Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user occasionally experienced post-meal blood glucose spikes because they were unable to unlock the ilet to announce meals for up to 10 minutes, or forgot to return and enter the meal. A replacement device was arranged. No symptoms, external assistance, or medical intervention occurred.